Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he had unexplained low blood glucose. The blood glucose reading was 30 mg/dl. The customer treated with food. The customer declined troubleshooting and intended to call back to continue. The insulin pump was not returned or replaced.